Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, broken reservoir tube lip, missing end cap sticker and broken battery cap.

Event description:
Customer's mother called responding to the field notification letter. Caller stated that her daughter's drive support cap is sticking out. Customer's blood glucose reading is 210 mg/dl. Customer is sick at this time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.